Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified superficial femoral artery. There were no issues noted during preparation of the balloon prior to use. The 6 mm/250 mm armada 35 ll balloon ruptured on the second inflation at 6 atmospheres. There was no resistance felt during advancement of the balloon catheter to the lesion. The balloon catheter was removed from the patient without issue and a new armada 35 ll balloon was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.